Event description:
It was reported that on the third day of cartridge and infusion set being used customer experiences high blood glucose levels. Customer uses humalog and changes cartridge every three days. Customer reports he was not pushing any air bubbles out of the syringe prior to loading cartridge.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.